Manufacturer narrative:
Upon reassessment of the additional information received, zimmer biomet product was not alleged in the event. The initial report is submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Date of event - manuscript was written in 2017. Concomitant medical products: unknown arcos cone body, unknown arcos proximal stem, unknown head, unknown liner, unknown cup. Report source, literature - pelt, c.e. Et al (2017). Review of a modern modular femoral revision stem in revision total hip arthroplasty. Unpublished manuscript, the university of utah department of orthopaedics, salt lake city, ut. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017- 11402.

Event description:
It was reported in a journal article that two patients had intraoperative femur fractures. Attempts have been made and additional information on the reported event is unavailable.